Event description:
The customer reported three (3) false positive results with the ID now covid-19 2.0 assay for multiple tests. This MFR. Report addresses test two (2) of three (3). The customer reported a false positive result with the ID now covid-19 2.0 assay performed on a direct tested nasal sample collected using a kitted swab. An additional test was run with a second swab and generated negative results. Further testing was performed using a sienna covid-19 rapid antigen test and generated negative results. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use; device discarded.

Event description:
The customer reported three (3) false positive results with the ID now covid-19 2.0 assay for multiple tests. This MFR. Report addresses test two (2) of three (3). The customer reported a false positive result with the ID now covid-19 2.0 assay performed on a direct tested nasal sample collected using a kitted swab. An additional test was run with a second swab and generated negative results. Further testing was performed using a sienna covid-19 rapid antigen test and generated negative results. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Investigation conclusion: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1100775 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000 / lot 1100775, test base part number 192-430 / lot 1100775. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1100775 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is patient sample interference. H3 other text : single use; device discarded.